Manufacturer narrative:
Upon complaint review, it was determined per the device evaluation that a cutter device was stuck inside the attachment device but did not indicate a product failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that the angle housing bevel gear, ball bearings, spacers and washers were all corroded. The assignable root cause was determined to be due to worn out components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(6). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was discovered that the attachment device had a burr stuck inside of it. There was a five minute delay to the planned surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the product code was documented as qd11-g1 in the initial report. It has been updated as qd11-s. Therefore, the brand name, catalog number and 510(k) number have been updated accordingly. Additional information: the serial number was documented as unknown in the initial report. The serial number has been updated to (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated as feb 8, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.